Event description:
The customer contact reported backflow of fluid from the secondary solution container into the primary solution container. The primary tubing set was being used to deliver an unspecified volume of normal saline, at an unspecified rate, via a symbiq pump. At an unspecified time, the secondary tubing set was connected to the primary tubing set for a piggyback delivery of an unspecified medication. After an unspecified length of time, the nurse noted solution from the secondary solution container backflowed into the primary solution container. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. Though requested, no additional info was provided, including if the tubing set was replaced and the therapy was resumed.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.